Event description:
It was reported that an error message and alarm on cadd pump for downstream occlusion occurred on cadd extension set. This happened ten times with different sets each time. It was reported that the patient had used ten sets from the only batch number available. All had the same fault but the 11th set worked. No injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 08-jun-2022 via email and attached to complaint object: patient details updated in complaint. New pump and extension sets sent to the patient.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).